Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: 4.5 mm cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent total knee explant, (1) locking compression plate and (10) cortex screws were removed because of infection. A zimmer biomet was also planned to be removed but was unsuccessful. The surgery was completed successfully without a surgical delay. The patient outcome was good. This complaint involves (11) devices. This report is for (1) unk - screws: 4.5 mm cortex. This is report 6 of 11 for complaint (B)(4).